Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was randomly disconnected from the communication bus. A field service engineer stated that the device would not allow them to eject the cubies unless it was a force eject. A field service engineer reseated all cubies while testing the drawer, causing the diagnostic tool to crash. A field service engineer replaced the 350987 position cable and the issue persisted. Installed a new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system drawer 4, it encountered a failure and recovery was not possible. The technical support specialist mentioned that there was a delay in dispensing medication to the patient. The customer tried to recover a drawer, but it kept failing. There were no adverse events or injuries reported based on this incident.